Manufacturer narrative:
Further information was requested but not received.the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-14106. It was reported that the patient presented in clinic with loss of capture on the right ventricular lead. Programming changes were made, and it was noted that the device exhibited premature battery depletion. On (B)(6)2013 the device was explanted and replaced. It was also noted that the right ventricular thresholds and impedances were elevated. The right ventricular lead was capped and replaced on (B)(6) 2013.